Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure, with 342,060 joules used and 63 minutes expended, "fiber vaporization efficiency was decreased". The fiber tip (cap) was cleaned during the procedure. The procedure was completed with and alternative method (tur_transurethral resection). No patient or user injury was reported.